Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a leak after a testosterone IV push with a texium connector noted when the nurse observed an oily substance on her glove, presumed to be the testosterone.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported a leak after a testosterone IV push through a bonded texium connector noted when the nurse observed an oily substance on her glove, presumed to be the testosterone. The exact amount of the leak is not known but thought to be trace. There was no crack observed in the texium and no patient harm.

Manufacturer narrative:
The customer¿s report of fluid leakage at the connection of a texium valve to a syringe was confirmed and replicated. A leak was observed upon flushing the syringe through the valve during functional testing. Microscopic examination of the texium valve observed irregularly-shaped cracks along the length of the sides of the female luer body. The root cause of the leak was a damaged texium female luer body. The probable cause of the damage was excess of torque force applied during attachment of the valve to the syringe.